Manufacturer narrative:
(B)(4). This report is number 4 of 4 mdrs filed for the same patient (reference 0001825034 - 2016 - 04824 / 04825 / 04827).

Event description:
It was reported that the patient had an initial knee arthroplasty and is experiencing swelling, inflammation, clicking and limited range of motion approximately 1 year post operatively.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.this device is used for treatment.concomitant products: vanguard left medial tibial bearing catalog 195891 lot 915250; vanguard left lateral tibial bearing catalog 195821 lot 156470; vanguard left femur 72.5mm 195925 lot 338720.